Event description:
Procedure: colectomy functional end to end anastomosis. According to the reporter: after firing from 1-2 cm, the handle became stiff to squeeze. The surgeon had to resect more tissue than what was originally planned due to the product problem. Oozing bleeding was reported.

Manufacturer narrative:
(B)(4).